Event description:
Imd early eri/eos. This device was one of 25 impacted by a battery issue. This MDR is being filed retroactively at the request of cdrh and oii after a feb 2025 inspection. Avertix performed a recall/correction in 2023 for this issue.